Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had a power issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue first occurred on (B)(6) 2017. The patient manages their diabetes with 500mg metformin and 4mg glimepiride per day and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported developing symptoms of ¿weakness and off balance¿ 24 hours after the alleged product issue occurred and informed the cca that they were able to self-treat. The exact treatment which the patient gave themselves due to these symptoms was not noted. At the time of troubleshooting the cca noted that the batteries did need to be changed, however the patient did not have any at the time of the call. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.